Event description:
It was reported that the endowrist prograsp forceps instrument wire was broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument does not have any broken or frayed cables at the wrist. The grips open and close properly and the wrist pitches up and down correctly when the imput discs are manually rotated. Engineering also observed the distal end of main tube has a couple of damaged areas with material removed. Some of the damaged area is parallel to tube axis but there are also some deep scratches. Based on the location and appearance, the damage was most likely caused by instrument collisions or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.